Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with epithelial ingrowth in the left eye four weeks following a flap lift enhancement procedure. The pt reported an irritated and dry eye. In a follow up with the optometrist, he indicated the original lasik treatment was approximately 17 months prior to the enhancement. She also reported when the pt was seen on (B)(6) 2014, there was mild epithelial ingrowth still present in the left eye. The optometrist also reported the pt was diagnosed with blepharitis in both eyes and stated this was not related to the lasik surgery. The pt is using artificial tears only.